Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via medwatch # mw5070905. The patient had a greenfield filter implanted in the inferior vena cava (ivc) in (B)(6) 1994. The patient experienced filter migration, "internal bleeding, sepsis, infiltration into duodenum 3 different punctures, head of filter embedded in renal vein, less than 5 mm adjacent to spine (could not remove due to location was sewing into place) less than 5 mm adjacent to aorta, leg ulcers, 9 different dvt's, swelling in lower extremities, veion valve failure." Over the course of 10 years, the patient received 18 units of blood and over 10 units of plasma. In (B)(6) 2016 the filter was no longer in the ivc when removal was attempted; 5 tiny pieces were able to be retrieved.